Event description:
In the process of connecting the medication syringe to the med line, the hub on the tubing cracked. When attempting to flush the medication the line squirted out the side of the hub. The line was immediately isolated to prevent any harm to the patient. It was replaced and saved for investigation.